Event description:
Senseonics was made aware of an incident in which the user reported that the cgm readings were different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of the sensor data indicated that the system was functioning within expectations and showed no concerns regarding sensor health. The user was advised to perform a sensor re-link to clear the calibration history and address any potential calibration misalignment as a proactive troubleshooting measure. Following the re-link, sg values correlated well with bg values when accounting for the lag between sg and bg inherent to the sensing technology. The user agreed with the assessment. No device malfunction was identified, and no further investigation was required.